Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use at the time of event occurrence. The procedure was completed using wired footswitch. A philips field service engineer (fse) visited the site and noted that the problem was intermittent, requiring excessive pressure on the foot pedal to activate. Moreover, the room light occasionally did not respond when its button was pressed, although the buttons for fluoroscopy and exposure worked correctly. To resolve the issue, the fse replaced both the wireless footswitch and its base station. Following replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system's footswitch pedal was difficult to push, which can impact imaging. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.